Manufacturer narrative:
Section b6 was updated. Calibration was last performed on 06-nov-2022 with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. No issues were identified during a review of the alarm trace data. Based on the information provided, the cause of the event could not be determined. A general instrument or reagent problem could not be identified.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The initial result was 21.55 pg/ml. The sample was repeated twice with results of 1248 pg/ml and 1254 pg/ml. The initial result was reported outside of the laboratory. Upon repeat testing, the result was amended. The troponin t hs stat reagent lot number was 596372. The expiration date was not provided.